Event description:
It was reported that the procedure was to treat the superficial femoral artery. The 4.0 x 40 mm fox cross balloon catheter was advanced during pre-dilatation; however, a loss of pressure was observed after second inflation up to 10 atmospheres. It was noted that the indeflator lost pressure and a balloon rupture was suspected. A 4.0 x 60mm fox cross was used successfully to finish the procedure. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.